Manufacturer narrative:
Investigation description: device was returned with display assembly detached from housing, likely due to adhesive separation. Display assembly and housing display some wear and dents; both will need to be replaced. Complaint was confirmed and duplicated. Alert 38 was annunciated in the notifications menu. Engineering logs also confirmed alert 38. Internal components were inspected; no abnormalities were observed. The cause for the alert 38 is undetermined. As a precaution, encoder magnet will be replaced.

Event description:
It was reported that an ilet pump displayed alert 38 for several hours, with the pump unable to proceed during a rewind after a restart, and the patient¿s blood glucose was elevated to 355 mg/dl, decreasing to 310 mg/dl after a subcutaneous novolog pen dose; the event was characterized as a mechanical problem and involved a consecutive stalled motor alarm. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences and a delay to therapy due to the pump malfunction. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, indicating a device mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.